Event description:
The following was reported to hamilton medical ag: during annual maintenance during tsw test 2203, at 21% o2 flow sensor qo2 was showing a flow of 0.04lpm. No patient involvement as it occurred during annual maintenance.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).